Event description:
The patient, which is 5 months pregnant, reported that she has been experiencing elevated blood glucose values (248-600 mg/dl). She stated that this has been occurring for the past 3 weeks. She has been experiencing dry mouth, tiredness and being nauseous. She reported that she will change her infusion sets every two days to reduce her blood glucose values. The patient disconnected from the device and administered a 3 unit bolus and did not see any insulin leak from the end of the tubing. She administered another 3 unit bolus and this time insulin leaked from the tubing. The patient and her doctor feel that the device is not delivering insulin correctly. The patient stated that she is discussing the elevated blood glucose values with her physician. The product was requested to be returned for evaluation.